Event description:
Patient reported "rupture" through company representative. This record is for the right side. The device remains implanted. It is unknown if explant surgery is scheduled or if the device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient reported "rupture". Later, patient reported rupture occurred on contralateral side. This record is for the right side. The device remains implanted. It is unknown if explant surgery is scheduled or if the device will be returned.